Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products continued: e2dr01aa implantable pulse generator (ipg) 2005-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had intermittent capture and low pacing impedance. The rv lead was changed to unipolar and remains in use. No patient complications have been reported as a result of this event.